Event description:
It was reported that oversensing was noted. The lead was partially explanted, distal part remained in situ. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 11.5 cm distal to the is-1 connector pin. The proximal fragment (11.5 cm length) and a medial fragment (35.5 cm length) were received for analysis. The distal fragment including the lead tip was not returned. The lead was probably cut during the surgery. The insulation was found rubbed through approximately 7 cm proximal to the distal end of the medial fragment, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of the damage mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the leads motion should be taken into consideration. Furthermore, the shock coil was found stretched, which probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.